Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated with a 2.0x15mm non-bsc balloon. The physician attempted to place a 4.00x24mm liberte stent, but was unable to cross the lesion. Upon removal a stent strut was found to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.